Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: it was reported during the revision surgery two screws broke during the final tightening. The surgery was finished with substitute screws. The surgery was a planned explantation of a broken philos plate and failure to heal and delayed union. The patient experienced sudden pain in the left upper arm during rotational movements. Radiological investigation showed the plate had broken and an apparent delayed union. The patient was taken in for a revision procedure. This report is for an unknown philos plate. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unanticipated x-rays. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional patient and event clarification and information were received in an operation record. The revision surgery pre-operative diagnosis stated the following: ¿plate fracture on the proximal humerus the left following revision of pseudarthrosis with tricortical graft and internal fixation with further failure to heal and delayed union.¿ the revision surgery included the following: ¿removal of the philos plate, partial resection of the proximal humerus, shortening osteotomy, compression double-plate fixation with philos plate and 7-hole narrow limited contact ¿ dynamic compression plate (lc-dcp), cancellous bone graft and insertion of genta-coll pad.¿ during the surgery, it was further stated in the report that ¿a long philos plate was now shortened at the distal end by two holes and inserted proximally through the same holes on the humeral shaft. The initially inserted lag screw produced good purchase. The upper part of the plate was fixed with corresponding angular stable bolts. The plate was held in plate temporarily at the distal end with a screw.¿ ¿two synthes cancellous bone screws were used to distalize the plate in the lower angle of the elongated hole in the classical dcp technique and apply compression to the osteotomy. When the two screws were being tightened by hand, the heads sheared off.¿ the two heads were retrieved. The report does not state that the screw shafts were retrieved. Cortex screws were then used in other elongated holes. A review of two postoperative x-rays dated (B)(6) 2014, was performed by the synthes medical director. The review stated, ¿these x-rays are very poor quality. There does appear to be 2 screws in the images that are not connected to the plate ¿ which may confirm that they were broken during insertion.¿ this follow-up report #1 is 3 of 3 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.